Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the viper prime inserter handle broke intraoperatively during a minimally invasive degenerative case. The stylet control handle fractured in half while inserting the viper prime screw with the navigation screwdriver shaft, resulting in the broken part being locked between the drive tube and inserter shaft. The instrument could not be disassembled during surgery, but all parts were collected after the procedure. This was the second occurrence with the same lot number. There was no consequence or impact to the patient, no delay in surgery, and the procedure was completed with the instrument.